Event description:
Affiliate reported that the icp sensor broke. No further information is available to determine if the device was replaced or if monitoring was discontinued. No clinicical consequence for the patient was reported.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.